Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn yel 24ga x .75in had foreign matter open the needle cap and find black floc on the tip of the needle.

Manufacturer narrative:
Investigation findings: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. The photos showed there was foreign matter. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information from customer: was the seal of the packaging compromised by the observed foreign body? No. Is the foreign matter located inside of or on the cannula/needle? On the cannula/needle. Is the foreign matter located in the fluid path? Located on the catheter.